Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal portion & the mid-section of the crimped stent was distorted, damaged & lifted upwards from the stent profile. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mis-handling of the device during prep. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was measured indicating that no anomalies are present. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus element drug-eluting stent was selected to treat the lesion. The physician noted that the stent struts were damaged. The procedure was completed with another of the same device. The patient's status was stable.

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus element ¿ drug-eluting stent was selected to treat the lesion. The physician noted that the stent struts were damaged. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).